Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 04/15/2024, it was reported by a sales representative via email that one of the inserters from an ar-2295 two incision distal biceps implant system snapped off the button when attempting to insert the button. The bone socket was prepped with the instrumentation from the kit. The button did not deploy, and all the fragments were removed. The case was completed using another ar-2295 two incision distal biceps implant system. This was discovered during a procedure on (B)(6) 2024. Additional information received on 4/19/2024: there was nothing loose inside the patient when the inserter snapped off as it as contained within the button. The case was delayed about two minutes and additional anesthesia was unnecessary.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.